Event description:
It was reported that during a drug eluting stenting treatment procedure of the proximal circumflex (cx), the "physician felt resistance advancing the catheter over the wire inside the guide. Physician decided to remove everything, once removed, the catheter was found to be broken into 2 pieces at the rapid exchange port distal end of the catheter." It was further reported that the physician advanced a 2.5x9mm maverick balloon to the proximal cx and expanded it at 14 atmospheres atms for 10 seconds, and then removed the balloon. A 3.5x12mm taxus stent was advanced across the target lesion and deployed at 18 atms for 10 secs. The stent balloon was removed. A 4.0x8mm quantum balloon was then advanced across the target lesion and inflated at 12 atms for 5 secs twice. The balloon was removed. An interventional catheter was advanced to the target vessel, and a 2.5x12mm taxus stent was advanced through the catheter. The physician experienced the reported resistance and pulled the stent and wire out. Another wire was inserted, and a 2.5x9mm maverick balloon was advanced across the target lesion and inflated at 6 and 10 atms for 10 secs. The balloon was "repositioned proximally and inflated at 10 atms for 5 secs" and the balloon was removed intact. A 2.5x20mm taxus stent was advanced through the catheter and deployed at 9, 14, and 18 atms for 10 secs. A 2.5x24mm taxus stent was advanced through the catheter to the target lesion and was deployed at 9 and 18 atms for 10 secs. A 2.75x8mm taxus stent was advanced across the target lesion, but was removed intact. A wire was inserted across the lesion and a 2.75x8mm taxus stent was advanced through the catheter over the wire. The wire was removed and the stent was advanced across the target lesion. The stent was expanded at 18 atms for 15 secs. The stent balloon was removed. A 3.0x15mm quantum balloon was advanced through the catheter, and was then removed. A wire was advanced through the catheter across the lesion, and the 3.0x15 quantum balloon was advanced through the catheter on the wire, the wire was removed, and the balloon was advanced across the target lesion. The balloon was inflated at 12 atms. It was "repositioned proximally and inflated at 12 atms for 5 secs" and "repositioned proximally and inflated at 18 atms for 10 secs" and the balloon was then removed intact. No pt complications were reported.

Manufacturer narrative:
The device has not been rec'd at the analysis site for eval as of the date of this report.